Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI) procedure. The patient's implantable cardioverter defibrillator (ICD) was put into MRI mode prior to procedure; however, it was noted that the ICD inappropriately went into backup operation during procedure. Programming changes were made to restore the ICD settings. The patient had no adverse consequences due to the event.